Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked end cap.

Event description:
Customer reported that the insulin pump cracked and has a piece missing and is over delivering insulin. Blood glucose value was 58 mg/dl; treated by drinking orange juice. Customer stated that the cracks are near the drive support cap. Device was not bumped or dropped. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.